Event description:
The sharps portion of this transfer straw detached from the tube holder and was stuck partially in the grey vacutainer. This is a danger to the person transferring the urine to the culture tube.